Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Getinge field service engineer (fse) failure observed by end user during routine check power up with ¿electrical code#42¿ and alarmed. Could not duplicate failure on power up, observed ¿electrical code#42 twice in fault log. Service manual stated ¿ iabp (6809) datasette not compatible with front end hc11¿. Ordered new datasette, will return to install. Returned on 3/27 and installed new datasette assembly dss datasette (0670-00-1186) and assembly iab datasette (0670-00-1187). Operational to specfications. Complete checkout and checklist has been performed. The failure analysis and testing dept. Received the following parts associated with this complaint: assembly dss datasette cs300 and assembly iab datasette cs300. These parts were received with a reported unit failure of electrical code # 42. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed assembly dss datasette cs300 and assembly iab datasette cs300 into the cs300 test fixture and tested the datasettes to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Could not verify the failure of electrical code #42. The datasettes passed testing. Retaining the datasettes in the fat dept. Per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) down te 42. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check , the cs300 intra-aortic balloon pump (iabp) down te 42. Failure observed by end user was power up with ¿electrical code#42¿ and iabp alarmed. There was no patient involvement.